Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst commented that the helix extends and retracts within product specification.

Event description:
It was reported that the helix on the lead would not extend in the patient's body or on the table. The lead was attempted and not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.